Manufacturer narrative:
Failure analysis revealed that no unexpected audio/beep anomaly or blank display noted during testing. All the operating currents were within specification. Off no power alarm did function properly and passed the self test. The insulin pump was received with intermittent button response due to moisture damage keypad traces. The unit also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a blank display screen. It was also reported the buttons on the insulin pump are unresponsive, and there is a constant beeping noise. Unable to perform troubleshooting due to unresponsive buttons. Customer's blood glucose level at the time 131mg/dl. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).